Event description:
The manufacturer received a voluntary medwatch report (mw5109442) with information alleging a ventilator was not working correctly and the patient couldn't breathe. The patient had the device exchanged three times before she expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported malfunction for h1. Death should have been chosen for h1.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received a voluntary medwatch report (mw5109442) with information alleging a ventilator was not working correctly and the patient couldn't breathe. The patient had the device exchanged three times before she expired. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.